Manufacturer narrative:
(B)(4). Device product code: hbw. (B)(4). Concomitant medical device: oxford performance materials htr-pekk rickers right frontal sphenoid parietal temporal implant, catalog #: pk620833, lot #: 202354; biomet microfixation 1.5 mm system 2 hole long straight plate, catalog #: 01-7347, lot #: ni; biomet microfixation 1.5 mm system high torque (ht), sd, x-dr, screw 1.5 mm x 4 mm, catalog #: 91-6104, lot #: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00876 and 0001032347-2018-00877.

Event description:
It was reported a revision was performed due to an infection. The cranioplasty implant, plates, and screws were removed, the patient was treated for the infection, and new implants were placed. Attempts have been made and no further information has been provided. No additional patient consequences were reported.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed as the part was removed and replaced in a revision. There was a revision to remove the pekk implant (though the explant date is unknown) due to infection; therefore, the complaint is considered confirmed. Functional testing and inspections could not be performed due to the parts not being returned and no photographs, x-rays, scans, or physician reports being provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00876-2 & 0001032347-2018-00877-2.

Manufacturer narrative:
A copy of the medwatch submitted by opm, the manufacturer of the cranioplasty implant was received. Please find attached report 3009582362-2018-00011. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00876-1 and 0001032347-2018-00877-1.

Event description:
This follow-up report is being submitted to relay additional information.